Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Follow-up information indicated the patient lost left sided stimulation approximately one year ago. X-rays indicated there appears to be a sharp turn in one of the lead tails. Diagnostics indicated high impedance readings on all lead contacts. Reprogramming was able to provide partial right sided stimulation. Surgical intervention may take place at a later date to address the issue.

Event description:
Further follow-up information indicated the patient's system continued to auto-reduce. Surgical intervention was undertaken on (B)(6) 2015 and the lead was explanted and replaced. Additionally, the ipg was electively explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experiences ineffective simulation, the sjm representative met with the pt and indicated the pt's system was autoreducing. Reprogramming was unable to resolve the issue. The pt is to discuss undergoing surgical intervention to address the issue with the physician as the next course of action.